Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6) male patient who was receiving morphine 2.5mg/ml at 0.1753 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015 (also reported as (B)(6) 2015), the patient experienced increased pain in their lower back, bilateral lower extremities and right knee. An ultrasound was performed and showed the pump had flipped in the pocket/inverted. The pump was manually flipped back and the patient's dose was increased. The patient then got pain relief and the event resolved without sequelae. The event was reported as related to the device or therapy and not related to the implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.